Manufacturer narrative:
Follow-up #1 date of submission 08/03/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, all the keypad buttons responded properly. The pump cover was opened and no contamination or physical defect was found to the key contacts. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button cover was damaged. The button was intermittently unresponsive. Evidence of moisture was found under the contact. Additionally, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.